Event description:
It was reported that the physician's handheld has a loose battery cover which "is not fixable." The MFR's consultant followed up with the physician and reported that the battery cover does not latch event if it is in the lock position. When the cover comes off, an error message is rec'd on the handheld screen that says the battery cover is being removed. This event has resulted in interrupted programming with pts. The physician was able to utilize other programming systems in order to interrogate the pt and therefore no pts were affected. The return of the product to the MFR for product analysis is expected, however it has not yet been rec'd.